Event description:
It was reported by the rep that the (1) ecs25 was used during an unknown procedure. It was reported that "misfired" was written on the tyvek lid. The circulator does not remember what happened. The rep wil check with the surgeon for more details. 02/09/2000 it was reported by the rep the surgeon fired the device and did not hear the normal "crunch" a cracking sound was heard. About 2/3 of the staple line was formed ok and then on one side the staples were not formed at all. No additional info received.